Event description:
Both leads were returned with an oos stating that they'd became dislodged, and there was tissue in the helix. Both were replaced with other biotronik leads. Setrox s 60, (B) (4), MDR 1028232-2010-01366.